Manufacturer narrative:
Evaluation of the returned podj revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The root cause of resistance during the procedure could not be determined. During the functional test, the podj was sheathed with a demonstration introducer sheath. Then the podj was unable to advance out of the introducer sheath due to the offset coil winds, and no further testing could be performed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an aortic aneurysm using a pod packing coil (podj) and a non-penumbra microcatheter. During the procedure, the physician had difficulty advancing a podj through the microcatheter; therefore, the podj was removed. The procedure was completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.